Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place problematic pump in storage mode and return it with prepaid label.